Manufacturer narrative:
Batch review performed on 28 june 2024 lot 2313879: (B)(6) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month and a half from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.